Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was used. Approximately seven days into therapy, the nurse experienced inadequate suction after emptying the reservoir. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - inadequate suction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.